Event description:
Patient taken to surgery for mediport placement for chemo access. Patient admitted to hospital for mild hemoptysis. X-ray: left venous catheter has separated with the distal portion extending from the level of the superior vena cava into the right atrium. Proximal portion is identified with the tip in the subclavian vein. Patient taken to surgery the next day for removal of mediport. Patient tolerated procedure well.